Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information the water could not be removed from the balloon making it difficult to remove. The catheter was cut halfway through to deflate the balloon and then removed.

Event description:
According to the available information the water could not be removed from the balloon making it difficult to remove. The catheter was cut halfway through to deflate the balloon and then removed.

Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as the lot number is not available. On 30th july, we received one used sample. After disinfection, it was observed that the catheter was cut. Indeed, valve way was cut for deflating the balloon. Unfortunately, valve component was not sent with the catheter so we cannot determine incriminated lot number and no investigation can be made on the defect for this complaint. However, balloon deflation issue is known but, in this case, according to the available information we cannot conclude on a specific root cause. Quality database was checked and revealed a corrective and preventive action CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded.